Event description:
Post operative adverse result. Persisting infection, wound dehiscence, patella tendon plasty, coverage with gastrocnemius plasty.

Manufacturer narrative:
As part of a quality sys improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(4) 2006 to (B)(4) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B)(4). There are 12 events associated with this event type (post-operative adverse event) and product code (jwh).